Event description:
A patient received a solo smart on (B)(6) 2017. The manufacturer was informed the patient underwent a transapical tavi implant with a medtronic corevalve evolut 34mm on (B)(6) 2021 due to degeneration of the solo smart valve.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not explanted. No further investigation on the device is possible at this time. The manufacturer is retrieving additional information on the event.

Manufacturer narrative:
Valve-in-valve procedure performed.

Event description:
The manufacturer was informed that a patient that received a solo smart 3 years ago, will undergo a redo with a tavi on (B)(6), 2021 due to valve degeneration. No further information is available at this time.

Event description:
A patient received a solo smart smt25 on (B)(6) 2017. The manufacturer was informed the patient underwent a transapical tavi implant with a medtronic corevalve evolut 34mm on (B)(6) 2021 due to degeneration of the solo smart valve. Per additional information received, the patient was diagnosed in adolescence with severe bicuspid aortic valve stenosis. The patient underwent surgery in 2007 for a bioprosthetic aortic valve replacement (unknown details on the valve model). In (B)(6) 2017, the patient was admitted for subacute prosthesis aortic endocarditis (dental implant history), although the causative bacteria was not isolated in cultures. The patient was admitted to the ICU for concomitant acute renal failure (interpreted as nephrotic syndrome due to infection-related glomerulonephritis). At this time, the solo smart was implanted. The postoperative period was torpid (hospitalized for almost 1 month) with extubation difficulties and worsening renal failure. On discharge, the echocardiogram showed a normal-functioning aortic bioprosthesis with two small residual jets of central and anterior origin, 26 mm hg peak antegrade gradient and preserved lv function. At subsequent check-ups, the patient was well, leading a very active life, with echocardiograms showing a very mild leak. In 2019, the leak had increased to mild-moderate with a mildly-dilated lv. In the (B)(6) 2020 review, the leak was severe, and lv had dilated significantly to 69 mm dtd. The te echo showed the aortic prosthesis with signs of degeneration with increased gradients and severe regurgitation that appears to be mostly intraprosthetic (two jets, the larger one is intraprosthetic and a smaller one that appears to be periprosthetic). The cardiac MRI showed severely dilated lv with normal contractility. Normal rv. The stentless bioprosthesis appeared with sclerosed and degenerated cusps with moderate stenosis (planimetry area of 1.43 cm2 and 3.6 m/s vel. Peak gradient 52 mm hg) and severe aortic regurgitation with eccentric jet whose origin is difficult to determine. The echo dated (B)(6) 2021 showed a mean/peak gradient of 26/42mmhg and regurgitation grade IV. The biological aortic valve prosthetic showed clear signs of degeneration. Sclerosis of cusps and calcification of commissure between coronary cusps with fixed right coronary cusp and greatly reduced motility of the left coronary cusp identified (adequate mobility in non-coronary cusp) resulting in an aortic opening area of 1.5 cm2 (planimetry). Aortic regurgitation was detected with more than one origin with at least 2 jets, with eccentric origin. One of them originates from inside the valve, in its most peripheral area, possibly in relation to partial rupture of one of its cusps, although it is difficult to specify. Dilated ascending aorta was also detected (42 mm). The patient was admitted on (B)(6) 2021 for the tavi procedure, which was performed uneventfully. The patient had a good progress postoperatively and was discharged on (B)(6) 2021.

Manufacturer narrative:
Based on the available information, it is not possible to determine a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficits were identified in the solo smart valve involved in the event. Considering that two small residual jets of central and anterior origin were present since the hospital discharge, that progressed to ''very mild'' and then to ''mild-moderate'' in the subsequent follow ups, the valve degeneration reported can reasonably be considered secondary to worsening of a condition present at the time of implant, rather than to a late inception of a dysfunction of the device. Ultimately, a definitive root cause cannot be established. It should be noted that structural valve deterioration is listed as a possible adverse event in the solo smart IFU. The event is therefore a known inherent risk of the device.

Manufacturer narrative:
The remainder of the information submitted previously remains unchanged.